Event description:
The pt experienced decreased therapeutic benefit. It was later reported that the cause of the event was due to a catheter occlusion. It was noted that no troubleshooting was done. The drug used in the pump at the time of the event was either lioresal or baclofen.

Manufacturer narrative:
(B)(4).